Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the device failed the dunk test, and after taping still leaked. The distal end plastic cover had a chip, dent, and scratches. The bending section cover was blown out. The bending section cover glue was chipped and lifting. The insertion tube had a heavy kink and failed the ring gauge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope was reprocessed with the cap on. When they put it in the vpro, it blew the scope up. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user facility. Subsequently, this led to the occurrence of the event. User can prevent the suggested event by following instructions for use below: bf-1t180 reprocessing manual. Chapter 3 "cleaning, disinfection, and sterilization procedures". In case you find abnormality of the device such as leakage and/or damage, please stop using the device in procedure and ask olympus for repair. If there are uncertain or unclear reprocessing steps, the experts will visit you for observation and training. Olympus will continue to monitor field performance for this device.